Event description:
It was reported that the pump exhibited an over delivery. Fluorouracil infusion rate was 2.5 ml/hr with a reservoir volume at 240 ml. The pump should have 8.3 ml remaining and was approximately 5 ml less. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(4).